Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump insulin gauge dropped form 50 units to 10 units. The customer's blood glucose level was 188 (mg/dl). The customer declined troubleshooting for the reported issue and stated a new cartridge would be loaded onto the pump following the report. Reportedly the customer had an alternate pump and manual injections for insulin therapy.